Event description:
At the incoming inspection of goods by the distributor, a foreign material was found inside the unopened package. There was no patient involvement.

Manufacturer narrative:
Integra has completed their internal investigation on 08/08/2016. The investigation included: methods: -evaluation of actual device. -review of device history records. -review of complaint history. Results: evaluation of device: one (1) unopened package of an unused unit from catalog c5602, cusa excel 36khz disposable wrench corresponding to fg lot # 1152097 was received for evaluation in its original package. The unit was received completely and acceptably sealed. Upon inspection, the foreign material was observed on the wrench surface. During the inspection, it was observed that the foreign material was a small loose particulate color black. The black particle was compared with tappi¿s dirt chart finding it similar to the tappi¿s dirt dot with dimension 0.10mm2. No similar complaints related to foreign matter have been reported for the fg lot 1152097. After reviewing the complaint system since april 29, 2014 until april 29, 2016, four (4) complaints (including this one) related to ¿at our incoming inspection, we found a foreign material inside the unopened package¿ has been reported in cusa manifold tubing family at integra lifesciences pr facility. Approximately (B)(4) units of cusa wrench products have been shipped for sales purposes since 04/29/14 until 04/29/16, resulting in a complaint occurrence rate of approximately (B)(4). The reported condition was confirmed with the evaluation of the returned unit. The origin of this black particle could be coming from the raw material. No assignable causes that could be associated to the manufacturing process were determined based on the review of the DHR, CAPA's and ncr's history. In addition, process controls are in place to detect the reported condition.